Event description:
During the case this product looked to have "dry rot". The suture broke when the knot pusher was slid down. It took the surgeon about 15 minutes order to retrieve the suture. A back-up device was successfully used to complete the surgery. Sales rep stated that the ts are placed and the knot pusher introduced over the suture prior to sliding the knot. When the knot was being tightened, the suture broke. The knot pusher was not being used yet. The surgeon was able to retireve most of the suture but the ts remain in the pt. No pt injuries resulted.